Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that they were hospitalized due to diabetic ketoacidosis. The customer reported that there was a possible site occlusion. The customer also reported that the site was infected. The customer's blood glucose was over 250 mg/dl at the time of incident. The customer stated that they were treated during the hospitalization. The insulin pump will not be returned for analysis.